Manufacturer narrative:
Per the ous rep, (B)(6), the record was created in error. There is not a complaint or event, and the customer will not be returning the device. Per the ous rep, (B)(6), the record was created in error. There is not a complaint or event, and the customer will not be returning the device.

Event description:
It was initially reported that the irrigation pump was damaged. However, per the ous rep, katherine hope, the record was created in error. There is not a complaint or event, and the customer will not be returning the device.

Event description:
It was reported that the irrigation pump was damaged. A lack of irrigation in the device is known to cause overheating. Attempts are being made to obtain additional information from the user facility.